Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal would not come out of the delivery tube. The event reportedly occurred in (B)(6) 2010. The staff in the hospital always gathers some defective parts until reporting the failure. A new kit was used to complete the procedure. There were no pt effects. The lot number is unk, as the box was discarded. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).